Event description:
It was reported that there was a break in the tubing near the reservoir of this inflatable penile prosthesis. The device was explanted and replaced. No patient complications were reported.

Manufacturer narrative:
The implant date and model/lot number were unable to be obtained through good faith efforts. The data was obtained through a review of the surgical history previously provided by the physician.